Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event(s), where it was reported the devices experienced lift collapse. One event was alleged to have resulted in a minor unspecified injury to the patient.

Manufacturer narrative:
The 2 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 2 malfunction event(s), where it was reported the devices experienced lift collapse. One event was alleged to have resulted in a minor unspecified injury to the patient.